Event description:
A us distributor reported that two electrode belts were displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) has confirmed that the lead -1 in the c and d cable was damaged. The root cause for damaged cable was unable to be identified device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) was due to corrosion found on the trunk connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belts.